Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple patients. The results provided were: patient 1: 68-year-old female. (B)(6) 2025: initial = 0.048 ng/ml. (B)(6) 2025: repeated = 0.043 ng/ml (reference range for female = 0.0 to 0.016 ng/ml). Repeated = 0.157 ng/ml. Peg treatment = < 0.002 ng/ml. Outsourced on beckman = 0.0321 ng/ml (reference range = 0.0 to 0.04 ng/ml). Patient 2: 33-year-old male. Initial = 0.143 ng/ml (reference range for males = 0.0 to 0.032 ng/ml). Peg treatment = < 0.002 ng/ml. Outsourced on beckman = 0.0264 ng/ml (reference range = 0.0 to 0.04 ng/ml). Previous medical history: this patient had a history of elevated troponin levels over the past six months: (B)(6) 2024: 0.195 ng/ml, (B)(6) 2024: 0.174 ng/ml, (B)(6) 2024: 0.146 ng/ml, (B)(6) 2024: 0.091 ng/ml, (B)(6) 2025: 0.082 ng/ml, (B)(6) 2025: 0.061 ng/ml. The patient was hospitalized due to spasmodic chest pain. Imaging tests and an electrocardiogram were performed due to the patient's condition. Imaging showed mild coronary stenosis, and the elevation of troponin was considered to be related to myocarditis. There was no reported impact on patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review of alinity I stat high sensitive troponin-I, reagent lot 69212ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69212ud01. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 69212ud01. Historical performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits and comparable to the historical reagent lot performance. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 69212ud01 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple patients. The results provided were: patient 1: 68-year-old female on (B)(6) 2025: initial = 0.048 ng/ml. On (B)(6) 2025: repeated = 0.043 ng/ml (reference range = 0.0 to 0.016 ng/ml) repeated = 0.157 ng/ml. Peg treatment = < 0.002 ng/ml. Outsourced on beckman = 0.0321 ng/ml (reference range = 0.0 to 0.04 ng/ml). Patient 2: 33-year-old male initial = 0.143 ng/ml (reference range for males = 0.0 to 0.032 ng/ml). Peg treatment = < 0.002 ng/ml. Outsourced on beckman = 0.0264 ng/ml (reference range = 0.0 to 0.04 ng/ml). Previous medical history: this patient had a history of elevated troponin levels over the past six months: on (B)(6) 2024: 0.195 ng/ml, on (B)(6) 2024: 0.174 ng/ml, on (B)(6) 2024: 0.146 ng/ml, on (B)(6) 2024: 0.091 ng/ml, on (B)(6) 2025: 0.082 ng/ml, on (B)(6) 2025: 0.061 ng/ml. The patient was hospitalized due to spasmodic chest pain. Imaging tests and an electrocardiogram were performed due to the patient's condition. Imaging showed mild coronary stenosis, and the elevation of troponin was considered to be related to myocarditis. There was no reported impact to patient management.